Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the root cause cannot be determined. Since the lot number is unknown a batch review will not be performed. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter (B)(4) and reported receiving a system error 2240 alarm (air in line) on the homechoice (hc) machine during dwell 2 of 3. The technical service representative (tsr) explained the alarm and had the patient close all clamps then cycle power to clear the alarm. The tsr advised to discard supplies and start over with new supplies or finish with manuals. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.